Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: the procedure was without problems until the insertion of the device. The device was inserted as usual. Upon removal of the instrument, it was found that it had stapled but not cut the tissue. The anvil remained in the tissue. Surgery was converted to an open procedure. The oral side of the anastomosis was opened and the anvil was removed. The rectal stump was sutured manually. A new device from a different manufacturer was used to complete the anastomosis. There was an extension of the incision. There was no blood loss greater than 500ml. Operating time was extended more than 30 minutes. No reinforcement material was used.